Event description:
It was reported that there was a "power tech failure. There is beep every now and then." Further information was provided that the defibrillator had therapy and defibrillation-related error messages. There was reportedly no patient involvement..

Event description:
It was reported that there was a "power tech failure. There is beep every now and then." There was reportedly no patient involvement.